Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella for mechanical circulatory support. During support, the automated impella controller (aic) experienced a controller failure red alarm that was resolved by switching to the backup aic. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported controller failure (red alarm) has been completed. Console logs from the reported day of event are not consistent with complaint, and do not show any evidence of console failure or malfunction. The only significant alarms, pump stopped due to mechanical or electrical issue and running pump disconnected presented towards the end of case and were caused by the pump being disconnected while running. This is consistent with the automated impella controller software design. The console was returned for investigation. The console successfully passed all tests associated with preventive maintenance procedure and operated within specification. The root cause was unable to be determined. This report is being filed as part of a retrospective review of historical records.